Manufacturer narrative:
The n600 is no longer manufactured, the customer will retire the unit. (B)(4).

Event description:
It was reported to covidien that this unit has no audio. There was no pt involvement.